Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that after impella 5.5 was placed the patient had atrial fibrillation in the operation room and was cardioverted. At the end of the case, transesophageal echocardiogram showed that the 5.5 was flipped. The team attempted to repositioned, but the physician decided not to reposition due to the patient ventricular septal defect repair. The team is aware of the positioning issue. Additionally, the patient had a computed tomography scan for new facial droopiness and found to have transient ischemic attack. The patient remains on support.

Manufacturer narrative:
The investigation of positioning issues, stroke, and atrial fibrillation (af) has been completed. Data logs showed suction alarms the first few days of the case which resolved. Brief impella position unknown alarms at various times throughout support were noted. Motor current is stable. The cause of the positioning issue was not determined due to lack of clinical information and no product returned. As this clinical information was not provided, the true root cause of the stroke could not be determined. As the necessary information was not provided, the root cause of the af was not determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26029 as it is unknown if the initial reporter also sent the report to the food and drug administration.